Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
When the ascending aorta is being measured on xcelera, the depth/side marker measurements would not measure correctly at 1.0 cm. No consequences to the patient were reported.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and reviewed. After the review of the system logs, it was determined that the issue can occur when the user presses the res key quickly followed (near simultaneously) by pressing the clip capture key. In this case, the stored clip can contain both pre-res (unzoom) and res (zoom) frames. The region of calibration information stored in the clip is associated with the first pre-res frame and therefore, is inaccurate for the res frames. Measurements performed on the remaining frames of the clip are incorrect. This leads the user to perform incorrect measurements both on the system and on the dicom work-station. This error can be avoided by pausing a moment before pressing the 'capture' button after having activated res. Reference complaint # (B)(4).